Event description:
It was reported the patient presented to technical services. It was discovered the implantable cardioverter defibrillator (ICD) exhibited a failure to interrogate over bluetooth. The bluetooth was reset and connection was reestablished. The patient was in stable condition.

Manufacturer narrative:
The reported event of inability to communicate via ble was confirmed. Based on the review of the information provided, it was confirmed that a memory corruption had occurred, resulting in the loss of ble connectivity.